Manufacturer narrative:
Manufacture date: june 10, 2017 ¿ june 12, 2017. One actual infusor unit was received for sample evaluation containing approximately 48ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon removal of a small volume infusor after 48 hours, the physician observed that the drug wasn¿t infused completely and the residual volume present was more than half the initial amount. The initial amount of drug was 75ml of fluorouracil and 23ml of physiological solution. There was no patient injury or medical intervention associated with this event. No additional information is available.